Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt said when they got their new implant, the rep checked the device to make sure everything was working and programmed and said at that time that a lead wasn't working right. Pt said the rep said to see if the lead was ok once pt healed. Pt then said the ins was working great, but 2 sundays ago they charged up the ins, but the stim wouldn't come on. Pt met with rep the next day in office and rep checked the leads and said they were no good (pt said the rep said it showed "red" all the way down). Pt said they were now on pain meds (oxycontin and gabapentin) and the doctor was working on putting in new leads, but pt was not happy. Pt did not want to pay for the new leads/procedure because the device was "faulty". Pt expressed their displeasure and said they should not have to pay for it. Patient services (pss) documented information given during the call. Pss emailed pt's situation to patient relations.

Manufacturer narrative:
Concomitant medical products: product ID 977a260; serial# (B)(6); implanted: (B)(6) 2013. Product type lead product ID 977a260; serial# (B)(6); implanted: (B)(6) 2013. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 25-sep-2017, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(6), ubd: 25-sep-2017, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported they were covering a case in a territory in another state and encountered some technical issues in surgery. The end result of the surgery was that impedances were normal once the new lead was connected and implanted. Only the leads were removed and replaced with a surgical lead. The patient is doing well as far the rep knew. No further information or details.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep)regarding an implantable neurostimulator (ins). The reason for call was rep said they are in a lead revision case today due to high impedance. When surgeon went in the setscrews were tight per rep. Hcp then proceeded to "wiggle" the lead and rep said impedance was off on the 0-7 lead, with electrodes 2, 3 and 4 being green; electrodes 0, 6, 7 had an x. Hcp then removed the lead and the neurostimulator. While the neurostimulator was on the table without lead attached, rep ran impedance and it gave them the same result as before when the lead was connected. Rep inquired about reason why impedance didn't change with lead removed. Technical services(ts) told rep that speculatively it's possible fluid is making the connection. Hcp is in the process of implanting surgical lead, based on what ts heard rep saying during the call. Ts recommended plugging new lead into the neurostimulator and if there is impedance issuethen rep should use the wens to check; if the impedance is good with the wens, then rep will likely need to replace the neurostimulator. Troubleshooting was not required.